Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on continuous glucose monitor. Bg cause was not known. Customer consumed glucose tablets to address bg. Reportedly, the customer's daughter called the emergency medical technician (emt) after customer became "unresponsive." The emt arrived after customer had consumed glucose tablets and became cognizant again. Emt did not provide additional medication. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.